Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The real time operating system (rtos) and the software were installed during the service call. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot up. The fe confirmed the system would not boot past the ge logo screen. There is no report of death or serious injury associated with the event.